Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occluder control did not power up. The device was not changed out, as the clinical engineer used forceps. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The clinical engineer turned on/off power switch several times, but this issue was not canceled. A subsidiary service engineer confirmed duplication of the reported issue. He checked the cables, there was no problem. The subsidiary mfg engineering center (mec) could not duplicate the reported issue.